Event description:
It was reported that the patient underwent a fusion procedure. An unknown time post-op, one of the screws, or part of it, backed out of the plate hole. The patient underwent a revision surgery. Everything was removed although patient had no complaints, iliac crest graft was then inserted at the explanted level.

Manufacturer narrative:
(B)(4). The fracture is orthogonal to the screw direction and occurred at 9 mm from the top of the screw. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section. The fracture presents a small step after the fatigue area. The screw head presents a deformed edge at the opposite side of the breakage section step suspecting a contact with the locking cap tip. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The origin of the overload may come from the cage subsidence into the vertebral and associated pseudoarthrosis. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.